Manufacturer narrative:
There was no death or serious injury associated with the unknown defibrillation event. Device evaluation summary: monitor sn (B)(4) has been returned to the distributor and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the treatment. Electrode belt sn(B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest. It was reported that the patient was conscious and was changing his shirt at the time of the event. Due to an sd card fault, the patient's rhythm at the time of the treatment and post-shock are unknown. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. The patient did not seek medical intervention after the event and continues wearing the lifevest. There was no death or serious injury reported as a result of the treatment event.